Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report #: 1627487-2013-00132. It was reported the pt (B)(6) is unable to feel stimulation. A diagnostic rest revealed low impedance readings for all lead contacts. An x-ray was taken for further interrogation and it was found that the pt's leads were twisted. Surgical intervention will be undertaken at a later date to address this issue.